Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked-up when attempting to monitor a patient. The customer advised that while performing a 12-lead ECG on the patient, the display froze. The customer was able to cycle power which resolved the issue. They were then able to use the device to provide care to the patient for the remainder of the event. There were no adverse effects to the patient reported. No further details about the patient or the event were provided.